Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found two holes were on the tyvek side of the pouch. The first hole was approximately 3.5cm and conformed to the shape of the tray, and the second hole was approximately 4mm. There were scuff marks adjacent to the areas where the holes were. The condition of the returned incident device was consistent with the complaint that the device package had holes. Based on the evidence presented on the pouch, the damage was most likely caused by moving the tyvek side across a rough surface. Since there are controls in the manufacturing process that verify product integrity, the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was being unpacked on (B)(6), 2011. According to the complainant, it was noted during unpacking that there was a hole in the device's package. Additionally it was reported that no damage noted to the shipping package. There was no patient involvement.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was being unpacked on (B)(6) 2011. According to the complainant, it was noted during unpacking that there was a hole in the device's package. Additionally it was reported that no damage noted to the shipping package. There was no patient involvement.